Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device received error codes 242.4030 and 240.4150. There was no patient involvement.

Event description:
It was reported that the device received error codes 242.4030 and 240.4150. There was no patient involvement.

Manufacturer narrative:
Corrected d2, d10, h6(methods, results, conclusion), h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 17dec2019 to the present date 17nov2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.